Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection, the blue reload misfired after the first use. The device fired malformed staples and delivered an incomplete staple line. The articulating knob broke off as well. A like device was used to finish the procedure. There is no further info available. There was no pt consequence.